Manufacturer narrative:
Continued h.6. Health effect - impact codes: f2303 additional, changed, and/or corrected data: a.2., a.6., b.5., g.1., h.6.

Event description:
Additionally one month later, patient returned to office for follow up. Patient was set up on appointment with infection specialist. No further information as patient stopped returning calls.

Manufacturer narrative:
(B)(4). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported patient injection with juvéderm¿ voluma¿ with lidocaine in cheeks. On day of injection, the patient "felt more discomfort on this side. Area was a bit sensitive with a bit of swelling." Twelve days post injection, patient visited the spa and was exposed to heat. Upon waking up the following morning, patient noticed more swelling was prescribed reflex 500mg po qid. One day later, patient went into office for review. One week later, patient went in for review, and the swelling was worse. Clinic physician was able to aspirate some fluid from the right cheek, which was sent for culture and sensitivity testing. No result was obtained from these tests. Clinic physician added a prescription for flagyl and cipro. Two days later, approximately 2 cc of fluid (pus) was aspirated from right cheek. Approximately three days later, patient went to emergency room where they did an ultrasound, said it was negative for bases, and patient was prescribed clindamycin. Approximately two days later, patient returned to the injecting office and 2cc of fluid from right cheek was aspirated, which was sent for a culture and sensitivity test. Two days later, patient said the night before they woke up and noticed fluid was draining from the right cheek. Clinic physician examined patient again. Patient scheduled for additional follow up. Approximately 2.5 weeks later, patient finished antibiotics and the symptoms are improving. Patient still experiencing drainage. An additional swab was sent for culture and sensitivity testing. Symptoms are ongoing.